Event description:
The user facility reported that the involved angio-seal device anchor and collagen could possibly remain in the patient's body. A hematoma was found to be formed at the site where a 9fr sheath was inserted. A percutaneous transluminal angioplasty (pta) balloon (8mm) was used for hemostasis. However, the balloon was not enough for the vessel diameter and hemostasis could not be achieved. Snice a hematoma was present, the physician decided to use the involved 8fr angio-seal device. It was reported that the angio-seal size was not an indicated size and not appropriate to leave a thread after hemostasis with a perclose device (abbott). The insertion sheath of the first angio-seal device was inserted at a very steep angle due to the tortuous vasculature, and the device itself was only able to advance to the middle of the insertion sheath. Therefore, the physician replaced the angio- seal device with a second angio-seal device and inserted the insertion sheath into the patient's body with 0.014-inch guidewire along the outside of the insertion sheath to prevent the sheath from kinking. The device was then inserted into the insertion sheath. After the insertion sheath was inserted, snap lock was confirmed when the anchor was deployed. The device handle and sleeve snap lock when the device handle was in the full rear lock position. However, when the device was withdrawn, the suture broke and the whole device came out and the anchor was not found in the tip of the insertion sheath. A 10fr insertion sheath was then inserted into the artery for hemostasis and the patient returned to the ward. The physician disassembled the angio-seal device and found no anchor or collagen. The physician commented that the proximal part of the insertion sheath could not be disassembled. The procedure before deploying the device was percutaneous coronary intervention (pci) using percutaneous cardiopulmonary support used (pcps). A pre-deployment angiogram was performed. The size of the sheath ancillary used was a 9fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 9mm. The patient was recovering and being observed. Blood loss was less than 250cc's. There was no equipment or other devices were used with the above product. The event occurred intra-operative. Additional information was received on 24 aug 2022: the patient's condition changed. The patient's blood pressure dropped to zero (0) and then the patient died, therefore hemostasis was not performed. The physician stated that the patient's death was not related to the angio-seal device. It was reported that the hematoma was not caused by the angio-seal device. The procedure performed for the patient, prior to using the angio-seal closure device was a pci. Hemostasis was achieved by using a 10fr insertion sheath. There was no disease present in the artery site. There was no additional force pulled during deployment. The anchor and collagen were not found, and it's unknown if they were left in the patient. The collagen could not be deployed. There was visual confirmation that the anchor was missing. There was no testing performed to locate the anchor.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. (B)(4). The actual device has been returned for evaluation. The reported event has been reassessed and deemed reportable based upon the investigation of the actual sample. One 8fr angio-seal vip was returned for product evaluation. The returned sample included the mated hemostasis sheath and carrier tube assembly. The hemostasis sheath shaft was cut just below the hub and not returned for evaluation. The returned sample was subjected to visual analysis. The locking mechanism on the carrier tube was set to rear lock position. The locking mechanism was disconnected from the hemostasis sheath and the suture could be observed through the sheath valve. The clear marker band was observed to be damaged. The sheath hub was observed under the microscope and anchor could be partially seen. An x-ray was taken of the sheath hub to confirm the location of the anchor. The anchor was observed through the sheath hub. However, to conclusively confirm, the sheath hub was cut using a dremel and the anchor and collagen were confirmed. Functional testing could not be performed because of the state of the returned device. The complaint can be confirmed for pullout. The exact root cause cannot be determined. The likely root cause is an obstruction prevented the anchor posting to the tip of the sheath. Factors such as torturous anatomy and the angle of insertion could be potential factors for the anchor non-deployment. The following note was found in the IFU (instructions for use). Device history record (DHR) review cannot be performed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record. This report is for the second angio-seal device reported that was used on the patient.